Manufacturer narrative:
Eval summary: only part of the lens was returned for eval. Solution is dried on the lens. Optic damage was observed. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Lens bench testing could not be conducted due to the optic damage. Due to the condition of the sample and the presence of surgical solution, the observed damage is most likely related to customer handling. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info. A completed questionnaire was not rec'd. (B)(4).

Event description:
A surgeon reported a pt experienced blurry vision due to an unexpected outcome following an intraocular lens (iol) implant procedure. The lens was exchanged with the same model, different power lens. Add'l info has been requested.